Event description:
During a tonsil and adenoidectomy case, the plasmablade tna device (adenoid tip) sparked. The generator settings at the time of the spark were coag 8, cut 1, but the oxygen setting was unknown. No patient impact (patient details refused to be given by user facility). Upon analysis of the device it was also determined that the plasmablade tna device electrode (adenoid tip) fractured contributing to the reportability of this incident.

Manufacturer narrative:
Product event #(B)(4) testing performed. Information from the returned device: plasmablade tna product code (sku): (B)(4) serial / lot number: 0007080357 ¿ lhr # (B)(4) expiration date: 2017/03; quantity returned: 1. No visual inspection (packaging): shipping container: yes. Packaging to fill negative space: no if yes, describe: device safety packaging: yes. Additional paperwork included: no visual inspection (product): (must be filled out for each device returned) evidence of use: yes if yes, describe: adenoid wire electrode tip is fractured and the tip housing is melted. Evidence of damage: yes if yes, describe: adenoid wire electrode tip is fractured and the tip housing is melted. Button tactile feel: yes if no, describe: visual signs related complaint description: no adenoid tip appears charred around the plastic housing and melting of the plastic housing that encases the wire electrode. Adenoid tip wire electrode is visibly broken, detached on one side with charring of the adenoid tip. An example of a new clean adenoid tip is included for reference. Functional inspection: (if inspection performed, must be filled out for each device tested) the adenoid tip that was sent back for complaint investigation was found to be damage and therefore prevented the ability to perform a functional inspection. Lhr review: [lot# (of returned product or what is populated as the lot# in gch), any deviations, failures, scrap, etc. Pertaining to complaint description] the lhr for lot # 0007080357- lhr # (B)(4) was reviewed and no failures or nonconformities were identified that are relevant to the reported complaint. Investigation conclusion: (complaint confirmed/not confirmed, summary of findings, likely cause of failure, potential cause of reported complaint, recommendations) the reported complaint of the ¿adenoid tip sparked¿ is confirmed and determined to be out of specification based upon the visual inspection during the complaint investigation. This issue has been seen before and situational analysis (B)(4) was carried out to evaluate this failure. As a result of this situational analysis a CAPA was initiated ((B)(4)). This CAPA is currently in the rca investigation phase and will be used to drive corrective and preventative actions to mitigate the risk of this failure in the future. In addition to this CAPA, this complaint will continue to be monitored through gch. Referenced documents: (list document number, title, and revision for all documents utilized to perform complaint investigation) (B)(4) rev. B ¿ work instructions for complaint investigations ¿ disposable devices (B)(4) ¿ plasmablade¿ tna ¿ product family specification (B)(4) ¿ tna ml instructions for use (IFU) (B)(4) - situation analysis for plasmablade tip electrode detachment test equipment utilized. (B)(4).